Manufacturer narrative:
H11: livanova deutschland manufactures essenz hlm. Log file analysis revealed that the cockpit reset was not due to a memory corruption as occurred in the sw1.5. Root cause under investigation through follow up with the customer, it was confirmed no issue occurred before the reboot, the reboot took 30 seconds, no alarm was triggered during the reboot, the electronic gas blender reset to original settings, other sub systems was working, no livanova logo appear during reboot, the logo was only shown on the load profile page, no stress was applied to cockpit cable. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report of essenz hlm cockpit shutdown and reboot during bypass surgery. There is no report of any patient injury.

Manufacturer narrative:
The cockpit log files have been requested and analyzed. The analysis confirmed the problem, highlighting that the backup control unit maintains control during the reboot which lasted 30 seconds. Once the cockpit user interface is restored, the ¿last case¿ button enables users to retrieve all prior settings and proceed without any data loss. During the reboot, the heart-lung machine's critical functions, including pumps, alarms, sensors, and safety systems, continued to perform as designed. The gas blender returns to the original settings selected by the user and may require the operator to adjust flows if changed during operation.

Event description:
See initial report.

Manufacturer narrative:
H11: a detailed investigation has been conducted. Results revealed that this type of event can be caused by specific high-level processes, such as the logger or windowmanager applications, which can trigger a segmentation fault or watchdog timeout. This leads the operating system to reset the applications to restore normal operation. Livanova initiated an improvement action in order to further decrease the already low frequency of occurrence of this type of event.

Event description:
See initial report.